Manufacturer narrative:
An ocd field engineer visited the customer site and indicated that the probe was damaged when it collided with a sample cap that the customer had left on the sample vial, resulting in probe drip. Product labelling instructs the customer to remove the sample cap prior to testing. The fe replaced the probe, the wash station, and performed the appropriate adjustments to return the instrument to expected operation. The customer performed and accepted qc. The root cause of this event was user error.

Event description:
The customer reported that the probe on the ortho provue analyzer crashed into a cap left on a pt sample and leaked fluid on gel cards that were on board the instrument at the time of the incident. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Testing was aborted. Erroneous test results were not reported.